Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. Additionally, the instrument was found to have a broken grip cable at the distal end. The complaint regarding the broken wire was confirmed by failure analysis.

Event description:
It was reported that there was a broken/frayed cable with a da vinci product. The customer reported event has no report of patient injury.